Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced for a ventilator inoperative alarm condition. Additional information received from the third party service center, states the device was returned for service. No malfunction was noted by the customer. An evaluation of the device was done by the third party service center and no malfunction of the device was observed. No ventilator inoperative condition was found.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.